Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was between 350 mg/dl and 400 mg/dl. Customer stated they had to change the infusion set four times due to their high blood glucose. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting was not completed as the customer declined to check for leaks or air bubbles. Customer also declined to check for site/insulin issues. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer's blood glucose was 162 mg/dl at the time of the call. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.